Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Internal reference #:(B)(4).

Event description:
It was reported that the procedure went as planned and the patient was discharged. A few days after the procedure, the patient was admitted to the hospital in septic condition. The patient urine and blood tested (B)(6) for (B)(6). The patient was given broad spectrum antibiotics for treatment and is currently doing well.